Event description:
The customer reported that pca tubing was leaking during a hydromorphone infusion. There is no report of patient harm at this time.

Manufacturer narrative:
The customer's report of leaking tubing could not be confirmed, as the sample could not be located. A root cause could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.